Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "patient had bottoming out of left breast implant. Upon opening pocket it was found the implant was ruptured".

Event description:
Healthcare professional reported left side "patient had bottoming out of ... Breast implant. Upon opening pocket it was found the implant was ruptured". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device on the anterior side assessed as a surgical damage. Migration: unable to confirm as it is a medical event not related to the device. Additional observations: red particles in the surface of the shell. Creases are observed.

Event description:
Healthcare professional reported left side "patient had bottoming out of breast implant. Upon opening pocket it was found the implant was ruptured". The device has been explanted.